Manufacturer narrative:
The device was not returned for a complete investigation.

Event description:
During a surgical procedure, the heat shrink tube separated from the tip, and fell into the patient. The heat shrink tube was removed from the patient. There was no harm to the patient.